Event description:
Two nurse aides were using mechanical lift to transfer a resident from a geri chair to their bed. The resident was raised out of the geri chair with the liko lift. The nurse aides were attempting to lower the resident onto the bed. The lift strap would not move. Suddenly the strap had slack causing the resident to fall to the floor.